Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 64-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support, and that the device¿s sidearm luer cracked, after 15 days of support. The device was replaced with another 5.5 without any issue.

Manufacturer narrative:
D6a and d6b revised from the on the initial manufacturer device report number 1220648-2023-03698 in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2023-03698. G1 reporting contact email revised on manufacturer device report 1220648-2023-03698 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2023-03698.